Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss). Technical services (ts) was consulted and believes to be a spring contact issue, not due to integrity of the lead. The lead presented impedances spikes high out of range, and no noise was noted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss). Technical services (ts) was consulted and believes to be a spring contact issue, not due to integrity of the lead. The lead presented impedances spikes high out of range, and no noise was noted. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; a lead fracture is suspected. Lead replacement is recommended. The lead remains in service. No adverse patient effects were reported.